Event description:
It was reported that on (B)(6) 2025, the electrode - patch - universal 2 channels caused the patient to feel pressure on their heart, arm and back why they were laying down in bed. Due to the pain, the patient went to the hospital where an electrocardiogram (ECG) was preformed and it was noted the patient's blood pressure was over 200. The patient opted to remove the device and after removing the device the patient started to feel better. The patient believes that the pain was due to the electrode - patch - universal 2 channels. The patient does not have implantable devices and has never experiences this kind of pain before. No additional information was provided.